Event description:
It was reported that this right ventricular (rv) lead exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. At the moment, the values fluctuate from 105 to 145 ohms. Boston scientific provided troubleshooting options and the rv lead remains in service. No adverse patient effects were reported.